Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure. According to the complainant, the monitor in the procedure room would become fuzzy and sometimes even shut off when cautery was applied using the endostat ii. The interference observed on the monitor, which a nurse described as looking "snowy," seemed to correlate directly with the depressing of the foot switch pedal. The procedure was completed using the same endostat ii, however, as cautery did not seem to be affected by the interference issue. The endostat ii has since been taken out of service and replaced, which resolved the issue, and the same monitor has been in use since this event. It was confirmed that no recent changes had been made to the equipment, or the setup thereof, in the room. No patient complications arose due to this event, and there was no reported incident of patient bleeding post-procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure. According to the complainant, the monitor in the procedure room would become fuzzy and sometimes even shut off when cautery was applied using the endostat ii. The interference observed on the monitor, which a nurse described as looking "snowy," seemed to correlate directly with the depressing of the foot switch pedal. The procedure was completed using the same endostat ii, however, as cautery did not seem to be affected by the interference issue. The endostat ii has since been taken out of service and replaced, which resolved the issue, and the same monitor has been in use since this event. It was confirmed that no recent changes had been made to the equipment, or the setup thereof, in the room. No patient complications arose due to this event, and there was no reported incident of patient bleeding post-procedure.

Manufacturer narrative:
Additional information: further investigation of this incident revealed a wiring problem in the procedure room, which resulted in the interference issues encountered. As the complainant no longer alleges a malfunction of this device, it is being retained at the site for continued use. Based on this information, this is no longer considered an MDR-reportable event.